Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, visual inspection noted that the helix was extended and dried blood/body fluid was present around the helix housing and tip region. Additionally, visual inspection revealed no abnormalities, as the lead tip/helix appeared intact and undamaged. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the procedure, after an attempt to find a good position for the right atrial (ra) lead, the helix mechanism was not functioning properly. The physician replaced the lead with a new one to complete the procedure. No adverse effects to the patient were reported.